Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the broken nail condition is unknown. The original sign im nail was removed to alleviate knee pain felt by the patient. During the removal surgery, it was noted the tip of the locking bolt area of the nail was broken. The radiographic record and clinical data were reviewed by a sign orthopedic surgeon. The tibia fracture was healed since 2006. Sign fracture care international continues to monitor these events as part of our post-market activities.

Event description:
It was reported that a sign im nail implanted in 2006 to repair a fracture of the right tibia, was removed due to knee pain. During the removal surgery it was noted that the sign im nail was broken at the knee area. The surgeon surmised that it had been damaged during the original surgery. Xrays of the knee area were not taken during the original implant surgery.